Event description:
It was reported that the vns patient¿s device was ¿not work[ing]¿, so it was disabled in (B)(6) 2012. The device was later explanted in (B)(6) 2012. The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Follow-up revealed that the vns patient¿s device was disabled and explanted because the patient¿s family did not believe the device was helpful in controlling the patient¿s seizures.